Event description:
Information was received regarding a cadd ms3 cartridge. It was reported that the pump in the middle of the night, the remodulin somehow leaked, and by the morning the cartridge was completely empty. Patient was pale as she would get when off of remodulin for an extended period of time. The line was intact properly and the cartridge was intact. Patient had a backup pump and was able to successfully continue their infusion. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.